Manufacturer narrative:
The insulin pump received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid and the insulin pump display was blank. The customer¿s blood glucose level was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.